Manufacturer narrative:
UDI: unavailable. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr resurfacing. Right. Reason(s) for revision: pain / loosening / alval / soft tissue reaction / femoral neck fracture on resurfacing (beyond 3 months of post op). Two claimsuites received on the same day stating different reasons for revision and different revision date. Query sent. Reporting as all revision reasons and unknown revision date until confirmation received. Update confirmation received that this is a resurfacing to xl complaint. Reporting this com as the second revision. Please see (B)(4) for first revision. Reason for revision: reason(s) for revision: pain / loosening (cup) / alval / soft tissue reaction. Reporting cup only on this com and head on other com until confirmation and xl products received. Update 30 sept 2014 - xl products added and expiration date added for cup.